Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to vomiting and high blood glucose on one month ago. The customer¿s blood glucose level was 500 mg/dl and 77 mg/dl at the time incident. It was reported that they had insulin flow block alarm and the infusion set was clipped. Customer reported event was resolved by infusion change. The customer was advised to avoid clipping infusion set. The insulin pump will not be returned for analysis.